Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number is included in a field correction (1627487-12192011-001-c). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's recharge burden increased from one hour to four hours. The patient also reported his skin became warm to the touch after charging for four hours. A replacement charging system resolved this issue.